Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the pedal had lost connection with the equipment. Later it¿s found to be that this case 0121675432 was opened in a wrong system with the wrong customer details and found everything was working correctly. The case 0121682522 (pr #3417916) was created on the correct equipment, and as such it was attended to on the field. No service has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction in the reported device. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the pedal has lost connection with the equipment. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.